Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant the patient thought that they were shocked by their device. It was also reported that the right ventricular (rv) lead exhibited high/increased threshold and low r waves. It was further reported that the right atrial (ra) lead exhibited increased thresholds. The rv lead was revised and the implantable pulse generator (ipg) and ra lead remain in use. No patient complications have been reported as a result of this event.